Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The bolus dispenser was the root cause. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bolus could not be recognized, additionally the software was updated. The incident occurred not during use on the patient and therefore was no patient involvement and no patient injury.